Manufacturer narrative:
Final analysis found that the insulation was abraded at 13.4 cm to 13.6 cm and 19.3 cm to 20.0 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
New information noted that the atrial lead exhibited noise oversensing causing inappropriate mode switch.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that an asymptomatic patient presented to the hospital. Upon interrogation, it was noted that the atrial lead exhibited noise oversensing. The atrial lead was explanted and replaced. The patient was in stable condition throughout the procedure.